Manufacturer narrative:
X-ray result: intra-op films from revision surgery c4-6 acdf show fracture of plate and screws at c4-5. It is unclear if an interbody graft is present at c4-5 or what the fusion status at c5-6 is. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure or technique used: anterior cervical discectomy and fusion (acdf), levels implanted: c4-6. It was reported that post-op, the implanted screw broke which resulted in non union. Fragments including distal end of screw that broke off remained inside the patient. Patient suffered neck/arm pain and the patient underwent revision surgery for the removal of implant.

Manufacturer narrative:
Product analysis result: visual microscopic functional visual and microscopic examination confirmed the female torx head has been stripped/damaged. The edges of the torx have been deformed. Functional test confirmed the screw was still able to be seated in the zevo plate with no altercations. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.